Event description:
Pt has had permanent lip disfigurement as a result of four radiesse (formerly called radiance) injections in 2004. Reporter stated that this product is not approved for lip augmentation. This product is regulated as a device per 21 cfr 874.3620. Reporter stated that dr is promoting this product as approved by FDA for lip augmentation (off-label use) via a brochure which is hand delivered to beauty parlors in areas since dr has offices in all three locations. Reporter contacted the dept. Of health board of medicine about dr's activities.